Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge following proper technique, but the alarm recurred, leading to a decision to replace the pump. While waiting for the replacement, the customer used multiple daily injections to ensure continued insulin delivery. Technical support confirmed the shipping address for the replacement pump and provided instructions on how to return the problematic pump using a pre-paid label.